Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ event occurred in (B)(6).

Event description:
It was reported that the patient underwent an initial partial knee procedure. Subsequently, the patient was revised due to unknown reasons. Only the bearing was exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to as part number/lot number of device involved in incident is unknown. Device history record (DHR) was review was unable to be performed as the lot number of the device involved in the event is unknown root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.